Manufacturer narrative:
The ge field engineer (fe) found that the actuator arm in the foot pedal assembly was out of alignment, simulating a float command. The fe replaced the pedal actuators and verified that the table locks were performing according to specifications.

Event description:
It was reported that the table locks did not actuate when the foot pedal was released, causing to the tabletop to move in both longitudinal and lateral directions without resistance (free float). The incident was discovered during a patient exam. There was no injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to be a fall.